Event description:
Physician was attempting to deliver 1 endeavor resolute drug-eluting stent to a calcified lesion in the lad with 95% stenosis but the device could not pass the lesion. The lesion was pre-dilated (6-8atm). The physician removed the device and gave up the procedure. The device was inspected before use with no issues noted. The device was returned to the manufacturing facility and the stent was observed to be damaged. No clinical sequelae were reported. Evaluation summary: the hypotube was kinked 40.5cm and 49cm distal to the strain relief. The distal tip was deformed. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 3rd and 4th distal segments were deformed, the 10th and 11th distal segments were misaligned with raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Results: stent deformation. Lesion morphology ¿ 95% stenosis and calcification. Deformation problem. Conclusions: lesion morphology ¿ 95% stenosis and calcification. Stent deformation. (B)(4).